Event description:
It was reported that dduring a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to predilate the lesion in the highly calcified, 90% stenosed rca with a 2.5x20mm balloon that was unable to cross the stenosis. The lesion was successfully predilated with a 2.0x20mm sequent balloon. The taxus express2 3.5x24mm drug eluting stent was then attempted to be placed but would not cross the lesion. When the stent was removed, it was found to have a damaged strut. The procedure was completed with a 3.5x19mm cordoflex stent. The pt was put on aggrastat for 24 hours and was instructed to take plavix for at least three months. No pt complications were reported.